Event description:
It was reported that prior to an implantation of an arterial prosthesis, pre-close placement of the sutures were attempted in a common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, when the needle plunger was removed, no suture was present or positioned at the artery. The device was removed and a second proglide device was attempted, but with the same results. When the needle plunger was removed, no suture was present or positioned at the artery. The sutures of two additional proglide devices were deployed and set to the side. The access site was upsized to an unspecified size. After the implantation of an arterial prosthesis, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device, but not known if established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.